Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001943 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the patient was prepped for afib + cavotricuspid ishmus (cti) ablation. During the prep, the nurse informed that the dilator was strange and did not feel like how it generally goes into the sheath smoothly. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being flushed after being inserted into the body, the physician saw that there was backsplash and realized that the valve had come off the sheath. Replaced the sheath with a new one and the case was completed successfully. Surgery was delayed for 5 minutes due to the event. There were no patient consequences. Additional information received indicated the dilator had detached from the sheath. It was difficult to see how it got detached as it was completely covered in blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient as the physician and staff weren¿t aware that the valve came off the sheath. Air did not enter the patient¿s body. Blood was observed.